Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a patient had neuropathic pain secondary to genitofemoral nerve after reflect implant surgery, and had to undergo traditional fusion surgery to treat the failed reflect implant. This event occurred in the UK.